Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigative summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that five detached needles and one suture piece outside its packaging that pertains to product code j496h were received for evaluation. In order to evaluate the conditions of the returned samples, marks on the body and the edge needles that appear to be by a surgical instrument could be observed. Also, it was observed suture remnants into the needle holes. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. A functional test was not performed, due to the needle was received detached from the suture. In addition, the suture extremes were noted to be cut probably caused by a surgical instrument. The condition of the sample received indicates improper handling of the device. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the procedure, the needle was popping off the suture. The surgeon stated it¿s been happening for months. Another like device was used to complete procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: what is the total number of products involved in this event? N/a. Estimated more than 10 did the event occur during one or multiple patient procedures? Multiple what is the total number of procedures? N/a, estimated more than 3 have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. Please provide the source or name of person providing answers to follow-up questions: (B)(6) (manager surgery) (B)(6) also was able to collect some of the affected product for me. I will need to send this in. I have a few boxes of suture collected to have analyzed. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Events reported via: 2210968-2023-07455, 2210968-2023-07456.